Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on necessary actions, such as resetting insulin on board and reloading the cartridge when the pump turns off or resets. The caller was advised to monitor the system and contact support again if the issue persisted.